Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of over 49 mg/dl. Customer¿s blood glucose was 79 to 200 mg/dl and 71 mg/dl. Customer was in auto mode for short while yesterday night and has not been able to get back into auto mode. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).